Manufacturer narrative:
(B)(4).

Event description:
It was reported that display issues occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display occurred. Product was provided for investigation. An external visual inspection was performed and failed. Receiver charge was performed and failed. Receiver boot was performed and failed. Functional test was n/a. The receiver log was not downloaded. An display malfunction issue was not found. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.